Event description:
Pt underwent l4-l5 lumbar discectomy for disc herniation with radiculopathy. Per the operative note, a dura rent was noted underneath the bone and could not be reasonably sewn through the tube. Therefore, dural sealant was used. The surgeon asked for adherus dural sealant. The or team started with the regular, short tip sealant. The surgical tech followed the instructions on the packaging and when the surgeon went to use it, the product leaked out of the area out of the bottles attached instead of the spout. A second device was obtained, this time with the longer application tip. Again, the instructions were followed step by step with multiple staff in the or following along. The product again leaked out of the area where the bottles attached. A third device was obtained, directions followed exactly as before, and the third time the third device worked with leaking and without issue. To note the staff in the or that day were experienced staff and are members of the neuro/spine team so are familiar with assembling this device. There was no deviation from the IFU [instructions for use]. This appears to be a product failure.